Event description:
The iab would not inflate. The iab was not returned to datascope for eval. The iab was discarded by the facility. On 5/15/98, the following was reported to datascope: the dr had difficulty inserting the balloon into the sheath and an alarm sounded from the pump. There was no pt injury or complication as a result of the event. [Event complications]: unk-reported 3/23/98; none-reported 5/15/98. [Pt's current status]: unk-rpt'd 3/23/98.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 5/18/98).